Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the elbow was broken on the vessel sealer extend instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the incident occurred prior to the procedure. The instrument was tested before being used and they noticed a wire was sticking out. The wire did not appear to be broken. No fragments fell inside the patient due to the loose wire. It was confirmed that there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. Additionally, the instrument was found to have a cracked chassis. The complaint was confirmed based on failure analysis.